Event description:
On (B)(6) 2013 the lay user/patient's relative contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter read inaccurately high compared to the patient's feelings and/or her normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The reporter informed the cca that on (B)(6) 2013 at 4:08am the patient obtained an alleged inaccurate high reading of '306 mg/dl' with the subject meter. The patient's relative stated that the patient manages her diabetes with insulin (self adjuster). In response to the high blood glucose reading, the patient reportedly took an increased amount of homolog insulin. A few hours later, the reporter claimed the patient went 'comatose.' At 8:06am that morning, the patient's blood glucose was tested on another device and obtained a reading of '36 mg/dl.' The reporter stated that the patient was treated with glucose tablets and/or glucose gel by a non-hcp. At the time of troubleshooting, the cca noted that the reporter did not have control solution available to test the subject meter and test strips. Replacement product was sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter passed testing and functioned properly; no faults were found. The test strips also passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.